Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "pump problem red alarm no patient harm or infusion stoppage reported. A preliminary review of the logs identified the following issue: mechanical hardware failure. (Air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and error did not occur. Lcd touch screen is damaged due to broken screw mounts, rear cover o ring is not seated properly, and ground wires are braided wire versus insulated wire. Lcd touch screen, rear cover o ring, and ground wires will be removed and replaced during repair process. No other damage found.